Event description:
The report received from the sapphire study indicated that during the study index procedure for carotid stent implantation, the patient experienced a neurological event described as ¿other¿ and characterized by right hemiparesis. A precise 10 x 40 stent was successfully implanted in the mid left internal carotid artery (lica). The event was reported to have occurred during removal of the 7 mm. Angioguard embolic protection device. Post-stent/pta slow flow was observed. A non-cordis aspiration catheter was used to remove the debris from the filter. The patient was noted to have right arm/leg weakness but the patient could move her extremities. No further neurological deficits were noted. A CT immediately post-procedure was normal. A neurological consult was performed and described the event as an embolic event to the left hemisphere. Percutaneous transluminal angioplasty (pta) was performed using two balloon catheters: one non-cordis product and one cordis bc. The patient was discharged three days after the procedure. The onset of the event was sudden. The event was reported to be unrelated to a cordis product or anticoagulation and was related to the procedure. The patient's recovery was unknown. No emergency cea surgery was required. Additional information has been requested.

Manufacturer narrative:
The mid lica target lesion was reported to be: a 90% stenosis, 10 mm. In length, 8 mm. Reference diameter, mildly calcified/tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 0%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00118 and # 9616099-2013-00580.

Manufacturer narrative:
Additional information received indicated that the patient experienced a cardiovascular accident (cva) that was cholesterol/embolic in nature. The CT of the head was normal-right hemiparesis at time of discharge. The patient was transferred to in-patient rehabilitation three (3) days post procedure. Upon arrival the patient had 0/5 strength in her right arm and right leg weakness. The patient was discharged with increase strength of the right arm 3-4/5 ¿ so just right arm weakness which was much improved. The right leg was able to bear weight. The patient was discharged to home with continued occupational/physical (ot/pt). The report received from the sapphire study indicated that during the study index procedure for carotid stent implantation, the patient experienced a neurological event described as ¿other¿ and characterized by right hemiparesis. A precise 10 x 40 stent was successfully implanted in the mid left internal carotid artery (lica). The event was reported to have occurred during removal of the 7 mm. Angioguard embolic protection device. Post-stent/pta slow flow was observed. A non-cordis aspiration catheter was used to remove the debris from the filter. The patient was noted to have right arm/leg weakness but the patient could move her extremities. No further neurological deficits were noted. A CT immediately post-procedure was normal. A neurological consult was performed and described the event as an embolic event to the left hemisphere. Percutaneous transluminal angioplasty (pta) was performed using two balloon catheters: one non-cordis product and one cordis bc. The patient was discharged three days after the procedure. The onset of the event was sudden. The event was reported to be unrelated to a cordis product or anticoagulation and was related to the procedure. The patient's recovery was unknown. No emergency cea surgery was required. The mid lica target lesion was reported to be: a 90% stenosis, 10 mm. In length, 8 mm. Reference diameter, mildly calcified/tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 0%. The products were not returned for inspection. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15667716 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Embolic stroke is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that procedural factors may have contributed to the reported events. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00118 and # 9616099-2013-00580.